Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report a higher than expected vitros tsh result was obtained from a non-vitros america proficiency institute (api) proficiency fluid. Additionally, higher and lower than expected results were obtained from non-vitros mas quality control fluids (level 1 and level 3). The results were obtained when using vitros immunodiagnostics products tsh reagent lot 7180 in combination with a vitros xt 7600 integrated system (j76000909). Api proficiency sample 1 result of 123.00 miu/l vs. Expected result of 95.3 miu/l mas level 1 result of 0.274 miu/l vs. Expected result of 0.16 miu/l mas level 3 result of 14.82 miu/l vs. Expected result of 32.73 miu/l the higher and lower than expected vitros tsh results were obtained from a non-patient fluid and not reported from the laboratory. There was no allegation of patient harm as a result of this event. This report is number two of two mdrs for this event. Two 3500a forms are being submitted for this event as two devices were involved. This report corresponds to ortho clinical diagnostics inc (ortho) complaint numbers (B)(4) and reportability assessment (B)(4) .

Manufacturer narrative:
The investigation determined that a higher than expected vitros tsh result was obtained from a non-vitros america proficiency institute (api) proficiency fluid. Additionally, higher and lower than expected results were obtained from non-vitros mas quality control fluids (level 1 and level 3). The results were obtained when using vitros immunodiagnostics products tsh reagent lot 7180 in combination with a vitros xt 7600 integrated system (j76000909). A definite assignable cause of the events cannot be determined. Quality control data indicates some within-lab vitros tsh imprecision for the mas control, however, the imprecision was slight when compared to the magnitude of bias associated with the higher and lower than expected vitros tsh qc results. Therefore, a vitros tsh reagent issue is not a likely contributor to the event. Additionally, continual tracking and trending does not indicate a quality performance issue with vitros tsh reagent lots 7180. The customer did not provide information on how the qc samples were handled or stored at the time of the events, therefore, it is possible that improper handling and storage contributed to the higher and lower than expected vitros tsh results, although this cannot be confirmed. No information was provided with regards to how often the customer carried out routine maintenance. There was no evidence of an instrument malfunction, however, as no diagnostic precision testing was conducted to verify the performance of the vitros xt 7600 integrated system, an instrument issue cannot be completely ruled out as a contributor to the event.